Manufacturer narrative:
The investigation into the reported issues has been completed. The device was received for evaluation. Return product inspection revealed that both the introducers sheath were confirmed to be kinked/bend. No other abnormalities were found with return product. As per clinical, during implant procedure, kink noted in 14fr sheath while introducer was in vessel making pump unable to pass through sheath due to vascular complications. The cause of the reported issues was the sheath being kinked due to difficult vascular anatomy. Device history review was completed. The introducer lot passed all incoming inspection criteria.

Manufacturer narrative:
Product information: some product-specific information such as unique device identifier, manufacturing date, and expiry date are unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. Device status: the impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during implantation of the impella cp the sheath kinked inside the patient's vessel and the pump was unable to pass through it. A gore sheath was used to successfully implant the pump.